Manufacturer narrative:
The device will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to possible tissue injury. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4, with a posterior leaflet flail. One mitraclip was placed with good mr reduction, however, once the leaflets were grasped, mr returned. The mitraclip was moved to another position, a mitraclip deployed without an issue reported. Approximately 5 minutes later, the mr returned and remained unchanged at grade 4. Reportedly, tissue injury was possible, although this could not be confirmed. Surgery is being considered. There was no adverse patient sequela and there was no clinically significant delay. No additional treatment was provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation and unspecified tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.